Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2005: the pt was implanted with a bard flat mesh during an exploratory laparotomy, lysis of adhesions, bilateral salpingo-oophorectomy, repair of complex genital prolapse with sacrocolcopexy, meshing of the pelvic floor, suspension of the vaginal vault to the sacral promontory, and anterior repair with meshing, cystoscopy and a posterior repair. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records were limited to the pt perioperative implant record and sticker page. We have contacted the initial reporter to request additional info and to request return of the device eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.